Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard mesh (bard flat mesh) (device #4). Additional emdrs were submitted to represent the two bard/davol mesh ¿ composix kugel (device #2, device #3) and two bard meshes (bard flat mesh) (device #1, device #5). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified three bard meshes (bard flat mesh) on (B)(6) 2007, (B)(6) 2012 and (B)(6) 2018 and two bard/davol composix kugel hernia patches on (B)(6) 2008 and (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against all devices. It is alleged that the patient underwent multiple surgeries for the revision and/or removal of hernia mesh on or about (B)(6) 2008, (B)(6) 2010, (B)(6) 2011 and (B)(6) 2018. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.